Manufacturer narrative:
The device has yet to be returned to the MFR for eval. A f/u report will be submitted when the MFR has completed the investigation.

Event description:
The MFR received info alleging a millennium oxygen concentrator was involved in a house fire. There was no report of pt harm or injury.